Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown when non-union and plate breakage occurred. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 28 aug 2013, lot 8588145 226.662, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware removal and revision surgery of a 16 hole curved rod plate occurred on (B)(6) 2015. The original fracture was a subtrochanteric femur fracture with an original implant date of (B)(6) 2015. All hardware was removed due to non-union and plate breakage. The plate was broken at a screw hole where there was no screw implanted. Other parts were removed intact. The patient was revised to a synthes dynamic hip sscrew (dhs) 135 degree 14 hole plate with lag screw. No surgical delay was reported. During the revision surgery, the patient experienced a complication. The patient experienced a significant blood loss and required a blood transfusion. The patient is currently doing well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following device(s) were received: lc-lcp 4.5 broad curved sst plate (part # 226.662 / lot # 8588145). The plate was returned broken into two pieces at the seventh hole proximal to the laser etched part number. An inspection of the break location showed that the material was homogenous. The remainder of the plate had numerous scratches and marks consistent with implantation. Five (5) cerclage positioning pins and ten (10) screws were received intact without any issues. It is unknown what caused the complaint condition, but it is likely that the plate failed under cyclic loading due to the non-union. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.